Manufacturer narrative:
Product event summary: analysis was not able to confirm the customer comment that the device did not detect the patient's rhythm, the device passed all testing with no anomalies found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator did not detect the patient's rhythm. The generator was returned for service. No patient complications have been reported as a result of this event.